Event description:
It was reported that this brady lead was not successfully implanted due to venous anatomy of the patient. Upon removal it was discovered that one of the tines separated from the lead tip. A new lead with the same model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found an anomaly. The damaged or defective allegation was confirmed by returned product analysis, as both tines are present, but the steroid tip is missing. The tip was possibly pulled off the lead intentionally by the physician to fit into a small vein, or perhaps unintentionally while being pulled back through a catheter tip. Furthermore, the difficult-to-position allegation was confirmed based on the missing tip; this damage could have been caused or resulted from placement difficulty. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this this brady lead was not successfully implanted due to venous anatomy of the patient. Upon removal it was discovered that one of the tines separated from the lead tip. A new lead with the same model was successfully implanted. No adverse patient effects were reported.